Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device lot number is unknown, therefore a mre review could not be performed. If more information become available, the record will be re-assessed. Visual inspection: the unknown guide wire (part #: unk, lot #: unk) was received at us customer quality (cq). Visual inspection of the complaint device showed that it was stuck inside the cannulation of the drill bit. Nicks and scratches were observed on the portion of the device that was exposed. Functional test: a functional assessment was not performed with the complaint device since both devices were stuck together and could not be pulled apart. Can the complaint be replicated with the returned device? Yes. Dimensional inspection: no dimensional inspection was performed as the guide wire was unknown. Document/specification review: no document/specification review was performed as the guide wire was unknown. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the complaint device was received being stuck inside the cannulated hole of the drill bit. As both devices were not able to be taken apart further inspection of the device was impossible. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, a dynamic hip screw (dhs) guidewire became jammed into a dhs reamer. The guidewire snapped and had to be retrieved from the patient. Procedure was completed successfully with a delay of ten minutes. This report is for a 2.5mm dhs/dcs guide wire w/threaded tip 230mm. This is report 1 of 1 for (B)(4).